Manufacturer narrative:
(B)(4).

Event description:
The customer reports: when trying to peel sheath hard plastic (white part) at top of sheath broke off from blue tear away sheath. Unable to peel sheath. Difficult to remove from patient. Scalpel and tweezers used to remove sheath. PICC remained insitu.

Event description:
The customer reports: when trying to peel sheath hard plastic (white part) at top of sheath broke off from blue tear away sheath. Unable to peel sheath. Difficult to remove from patient. Scalpel and tweezers used to remove sheath. PICC remained insitu.

Manufacturer narrative:
(B)(4). The customer returned one separated peel-away sheath for evaluation. The returned sheath was torn in half along the score line; only one half of the sheath body was returned. The sheath tabs were separated from the sheath body. Visual examination of the tabs revealed a small portion of sheath body, indicating the sheath was correctly assembled. The separated portion of the sheath body was twisted and jagged, indicating undue force caused the separation. 107 mm of the sheath body was separated from the returned sheath tab. A device history record review was performed with no relevant findings. The IFU provided with this kit instructs the user to advance sheath/dilator assembly with a slight twisting motion to help sheath advancement. The customer report of separated sheath tabs was confirmed by complaint investigation. The returned sheath tabs were separated from the half of the sheath body. The sheath tabs contained part of the sheath body; the points of separation were rough/jagged, indicating undue force caused the separation. A device history record review was performed with no relevant findings. Based on the sample received, it was determined that operational context caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.